Manufacturer narrative:
B5: upon follow up, it was reported that pd therapy was discontinued and the patient was switched to hemodialysis and antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: follow up information stated that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the event was unknown. One day after the event onset, the patient was brought to the emergency room, however, it was not reported if the patient was hospitalized for the event. The patient was treated at home with an unspecified antibiotic (intraperitoneally, dose and frequency were not reported) and an unspecified antibiotic (orally for two weeks, ongoing). At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.